Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lobes of the lead became extrinsically distorted. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead lobes were deploying in the sheath despite multiple attempts to lock them in place. Pre-implant, the lobes were noted to have deployed irregularly two times and correctly two times. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.